Manufacturer narrative:
Brake cams.

Event description:
It was reported by svc report that the brakes would not remain engaged. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.